Event description:
A hospital in (B)(6) reported that during a procedure for a distal radius fracture the surgeon had placed the plate and had drilled the bone through the guide block and quick drill sleeve. He then inserted and locked a va locking screw through the guide block. The surgeon removed the guide block and noted the screw had gone through the second ulna hole in the distal row. He removed the screw and used a fixed angle screw with torque limiter to complete the procedure. This report is #1 of 2 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.